Event description:
Caller alleged false negative hcg results. Results as follows: four pts urine tested negative for hcg out of a 25-test kit. Other pts had positive or negative results in agreement with lab results. The urine samples were collected first morning or mid-day. Serum of the same day was tested by lab (unk analyzer). Final diagnosis is 3 weeks to 8 weeks pregnant for these pts. Last menstrual period is unk. No urine sample or device saved for further analysis. Read time is 2 mins. At 2 mins the test line was completely missing. No invasive procedures were performed based on consult results. No pt info was provided.

Manufacturer narrative:
Lot number: hcg0080128. Expiration date: 07/2012. Control lot: 20miu/ml hcg urine lot: hcg110216-01, 100miu/ml hcg urine lot: hcg110307-01, 202.7iu/ml hcg urine lot: hcg110810-01. Summary of results: the retention devices meet qc specification, details as below: correct positive results were observed when tested with 20miu/ml hcg urine control at 3 mins read time. (N=5). The 100miu/ml hcg urine control yielded clearly positive results at 3 mins reading time. (N=5). The 202.7iu/ml hcg urine control yielded clearly positive results at 3 mins reading time. (N=5). Conclusion: from retain testing with in-house control, the client's result was not replicated, and the product performed as expected. No pt samples or product was returned. Root cause could not be determined from the info provided. Corrective action not required at this time.